Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.